Manufacturer narrative:
The investigation determined vitros (B)(6) results were obtained from a control sample and a patient sample tested on a vitros eci immunodiagnostic system. Root cause for the event could not be determined; however, user error due to potential fluid contamination cannot be ruled out. Although there is no evidence, a vitros (B)(6) reagent performance issue or an instrument malfunction had contributed to the results, due to limited data, they could not be completely ruled out.

Event description:
An ortho clinical diagnostics technical support scientist became aware of unexpected (B)(6) test results produced for a control sample and patient sample when using a vitros eci immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) test results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).